Event description:
The user facility reported that their surgical displays connected to their hexavue custom room racks were experiencing color distortion, flickering and signal dropouts. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and determined that four hexavue custom room racks required service. During the technicians inspection it was determined that a cxps output card required replacement, rerouting of fiber cabling and fiber scaler cards required replacement. The technician performed service activities on the units, tested the function and operation of the devices, confirmed them to be operating to specifications and returned the surgical displays and hexavue custom room racks to service. No additional issues have been reported.